Event description:
It was reported that during a prostate procedure @ 275,451 joules of use and 46 minutes, the fiber tip was broken; was rotating inside fiber. The procedure was completed with a second fiber. "No consequences to the patient¿.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-409a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached; the metal cap and glass cap distal end were returned separately; the glass cap exhibits severe devitrification at the output window; the glass cap output area appears depressed; the metal cap exhibits severe detritus adhesion. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.